Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp to assist the stm that discovered the issue. The stms replaced multiple items and found that the drive manifold to be the source of the leak. The stm then performed the pm and tested the iabp. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the pneumatic interface module (pim) of the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement, thus no adverse event was reported.